Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable before and after the procedure.

Manufacturer narrative:
Reported event of epi alert was confirmed. The device was at elective replacement indicator (eri) level upon received. Analysis of device image indicated that device has reached eri due to normal usage. Further analysis performed showed no anomaly, with battery voltage at elective replacement indicator (eri). Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.